Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. The main component of the system and other applicable components are: product ID: 8703w, lot# l48278, implanted:(B)(6) 1998, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen 6,500 mcg/ml; 7,253.7 mcg/day and morphine 18 mg/ml; 20.87 mg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was 2014. It was reported that the patient had more pain. The hcp had been increasing the pump with not a lot of pain control. A pump replacement (B)(6) 2015 (see manufacturer's report 3004209178-2015-25617) did not resolve the issue. Additional information was received from a healthcare provider via a company representative regarding a patient receiving morphine (18 mg/ml) at 19 mg/day via an implantable. Other medications that the patient was taking at the time of the event included baclofen. The catheter migrated and slipped out of the intrathecal and epidural space, which according to the healthcare provider, had probably been like that for years and is why the granuloma formed subcutaneously where the catheter was lying. It was unknown what diagnostics or troubleshooting had been performed. The patient's subcutaneous granuloma was explanted. The catheter was explanted completely and a new catheter was inserted. The patient was alive with no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.